Event description:
In 1991, rptr had a surgical steel pin placed in his left foot to correct a left great toe deformity. In 1992, he had a temporary pin placed in addition to the reported pin, and a bone was removed from his foot. In 1993, rptr experienced sharp pain, and the surgical steel pin "fell out" at home. Medical professionals have recommended that the rptr undergo a third procedure on his left foot; however, his insurance will not cover this surgery. Rptr is now home-bound in a wheel chair, and wears a boot brace on his left foot.